Event description:
It was reported by service report that the bolts for the upper lift housing were loose causing the head end pot to skip when the bed was going up and down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lift bolts.